Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 44 days due to endocarditis. The patient presented with heart failure. The valve was replaced with a non-edwards valve. Per medical records, the patient re-presented with endocarditis and inability to clear blood cultures. Pre-op tee did not show any vegetation or concern for infection in other parts of the heart other than the area of the aortic valve and root. Redo sternotomy was performed to replace the existing 23mm 11500a valve with a non-edwards valve. The infected valve was removed and the area was debrided until there was only strong uninfected area remaining. Assistance was needed for the mobilisation of the rca button as the area was of friable tissue and inflamed. Post bypass tee confirmed normal lv function and a well-working aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions). Early onset endocarditis (i.e. 60 days or less post-implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patient's own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, and the prosthesis itself. A device history record (DHR) review identified no relevant nonconformances. Additionally, a lot history review was performed, and no similar complaints were found that may suggest that the reported event was the result of a manufacturing nonconformance. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patient's infection was device related, the event was likely due to patient and/or procedural-related factors. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors. The subject device is not available for evaluation due to endocarditis. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected section h6 (type of investigation).